Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. If additional relevant information is received, a supplemental report will be filed.

Event description:
It was reported that a patient expired. The home patient was not connected to the homechoice at the time of death. No additional information is available.